Event description:
The facility's manager reported to baxter that the tubing broke near the clearlink. It is unknown when this occurred. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. The lot number and drug being used were asked but unknown. There is no additional information at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition that the tubing broke near the clearlink was confirmed during sample evaluation. During visual inspection, tubing was observed to be separated from the np medical luer activated valve annealed y site. As the issue was confirmed visually, no functional tests were performed. Tubing assembly insertion was measured and was found that the insertion was below specification tolerance. The assignable root cause of the reported condition is due to manufacturing deficiency. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.